Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Gastric sleeve - "during the procedure, after 1 or 1 1/2 hour the tip of the sleeve was broken and fell into the abdomen. The surgeon has retrieved this piece. This port was only used by the assistant with grasper. Maybe use also with [energy device], but not sure. The scrub nurse told, the surgeon did not make extreme use during the procedure, without any manipulation." Patient status: did a patient injury or illness occur associated with the complaint event? No.

Manufacturer narrative:
Investigation summary: the event product was returned to applied medical for evaluation. Upon inspection, engineering confirmed the complainant's experience of a fractured cannula. The wall thickness of the cannula was measured and was found to be uneven. The likely root cause of the event is the uneven cannula wall thickness, which occurred during the injection molding process of the cannula. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of incident to occur.